Event description:
The reporter indicated a 13.7mm vicm5_13.7 implantable collamer lens, -08.00 diopter, tore/broke during injection/delivery into the patients left eye (os). There was patient contact but no injury. The lens was replaced with another same model/length lens and the problem was resolved. The eye is asymptomatic. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).